Event description:
The facility representative reported an infuso.r. Pump with a condition of "spring moves back slowly when going from infuse to bolus. Would like cleaned and recalibrated." This condition occurred when going from bolus to infuse in the operating room. This condition had the potential to interrupt delivery. There was no patient involved. There was no patient/user injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with a malfunction of "spring moves back slowly when going from infuse to bolus. Would like cleaned and recalibrated" was confirmed during device evaluation. The cause of the problem was presumed from visual inspection to be a broken bolus switch spring mechanism. The device was returned unrepaired.